Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as a MDR because the patients tooth was extracted (permanent damage to a body structure) and invisalign system product was being used at that time. Device not returned to manufacturer.

Event description:
The patient reported tooth decay that required four fillings, one root canal and tooth # 14 (upper left 1st molar) needed to be extracted. The patient reported visiting the treating doctor and had the fillings, root canal and the extraction on (B)(6) 2016, due to the reported symptom. The patient reported taking pain killers (unspecified, over-the-counter) and antibiotics (unspecified, over-the-counter) due to the reported symptom. The treatment has not been discontinued as the patient is still wearing the aligners. The treating doctor did not consider the event was serious or life threatening to the patient.